Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporter institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
It was reported during ECG monitoring, the measurement exceeded the alarm limits, resulting in an alarm, and then quickly returned to normal range; however, the audible alarm continued to sound. The staff silenced the alarm frequently, which led to a delay in treatment. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Additional information was received which confirmed there was no delay in treatment and no harm to the patient. The reported issue will create frequent nuisance alarms which will draw the user's attention to the device, prompting evaluation of the patient and further troubleshooting if the alarms are not consistent with the patient condition however, the issue does not prevent active monitoring from continuing to occur. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. This record has been deemed not reportable. Device logs, rhythm strips, and monitor configurations were requested but not provided. Therefore, the root cause of the customer's complaint that audible alarms continued to sound after measurements returned to normal range is unable to be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.